Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. A78076). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), arthralgia ("hip pain"), back pain ("back pain "), headache ("headache"), fatigue ("extreme fatigue"), disturbance in attention ("concentration problem"), amnesia ("memory loss"), heavy menstrual bleeding ("changes in their menstrual cycle those changes were by accompanied "), hypersensitivity ("allergic reactions") and premature menopause ("early menopause.") And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the abdominal pain, arthralgia, back pain, headache, disturbance in attention, amnesia, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. Lot number:a78076 manufacture date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 06-jan-2023: event injury nos is replaced with event abdominal pain. New events hip pain back pain headache fatigue concentration problem memory loss changes in their menstrual cycle abnormally heavy blood loss hormonal problems allergic reactions early menopause added. Reporter added. Outcomes updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. A78076). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), arthralgia ("hip pain"), back pain ("back pain"), headache ("headache"), fatigue ("extreme fatigue"), disturbance in attention ("concentration problem"), amnesia ("memory loss"), heavy menstrual bleeding ("changes in their menstrual cycle those changes were by accompanied"), hypersensitivity ("allergic reactions") and premature menopause ("early menopause.") And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the abdominal pain, arthralgia, back pain, headache, disturbance in attention, amnesia, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Subsequently, I have had follow-up treatments and the foreign-body material has been removed. Lot number: a78076, manufacture date: 2012-11, expiration date: 2015-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jul-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. A78076). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), arthralgia ("hip pain"), back pain ("back pain "), headache ("headache"), fatigue ("extreme fatigue"), disturbance in attention ("concentration problem"), amnesia ("memory loss"), heavy menstrual bleeding ("changes in their menstrual cycle those changes were by accompanied "), hypersensitivity ("allergic reactions") and premature menopause ("early menopause.") And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the abdominal pain, arthralgia, back pain, headache, disturbance in attention, amnesia, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Subsequently, I have had follow-up treatments and the foreign-body material has been removed. Lot number:a78076 manufacture date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jun-2024: upon internal verification it was noted that argus case (B)(6) are duplicate of each other. Therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events were transferred to retention case. (Legacy device number 2951250-2024-00432). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. A78076). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), arthralgia ("hip pain"), back pain ("back pain "), headache ("headache"), fatigue ("extreme fatigue"), disturbance in attention ("concentration problem"), amnesia ("memory loss"), heavy menstrual bleeding ("changes in their menstrual cycle those changes were by accompanied "), hypersensitivity ("allergic reactions") and premature menopause ("early menopause.") And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the abdominal pain, arthralgia, back pain, headache, disturbance in attention, amnesia, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. Lot number: a78076, manufacture date: 2012-11, and expiration date: 2015-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.